Manufacturer narrative:
The investigation confirmed the customer's calibration and qc data were acceptable. After service, the customer did not report any further issues. Based on the available data, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
After the event, the customer performed qc with acceptable results. The field service engineer could not reproduce the issue. He performed system checks and alignments. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for one patient tested on a cobas 8000 c 502 module. The customer confirmed qc was acceptable before patient testing. The patient's initial result was reported outside the laboratory. The patient questioned the initial result and requested repeat testing. The customer performed repeat testing with the sample on the same analyzer for confirmation. On 10-nov-2020, the patient's initial creatinine result was 1.17 mg/dl with a data flag. On 13-nov-2020, the patient's repeat creatinine result was 0.79 mg/dl. The customer determined the repeat result was correct. The creatinine reagent lot number was 487379 with an expiration date of 31-mar-2021.